Event description:
It was reported that after craniotomy the attachment was used in conjunction with 8ta11 the burr inside the attachment was damaged a new one was used again, but it was damaged again. The number of rotations was initially used at 60000 rotations, but it was reduced to 20000 and could be used again. 2 burrs were damaged, but it was damaged inside the attachment, so it was judged to be a malfunctioning of the attachment, not of the 8ta11. There was no patient impact with this event. On additional follow-up there was no delay in the surgical procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: as08, serial/lot #: (B)(6), ubd: , UDI#: (B)(4)h3:pli-10, product ID - aso8, serial number (B)(6) product analysis: evaluation determined that broken bearing. The likely cause of failure is due to inadequate preventive maintenance. It was also noted that the deterioration of markings/coloring. Pli-20, product ID - 8ta11, lot number-unknown product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis for as08 s/n:(B)(6): it was also noted that the tool bur could not be inserted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.